Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported unit reading tidal volume due to a flow sensor with a stuck open diaphragm. There was no report of patient involvement.